Event description:
A malfunction alarm was reported with the pump, and resetting did not resolve the issue as the malfunction code recurred. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to allow the pump's battery to deplete before returning it and was instructed on steps for the new pump, which includes using updated software. The customer is without a backup therapy plan and intends to consult a healthcare provider. A replacement pump was sent by technical support.